Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to complete the check. Customer reported that they would change the pump supplies. Customer's blood glucose level was 400-500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.